Event description:
This lead was attempted at implant on (B)(6) 2013, due to inability to get adequate thresholds without diaphragmatic stimulation. The physician was dr. (B)(6) at (B)(6). No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).